Event description:
It was reported that during a hand-assisted laparoscopic nephrectomy procedure, three devices tore during the procedure. A like device was used to complete the case. There was no pt consequence.